Manufacturer narrative:
Resolution and disposition: the international service technician replaced the central processing unit (cpu) board to correct the issue.

Manufacturer narrative:
The cpu board was returned to the v60 vent manufacturing facility for evaluation. Visual inspection did not reveal any signs of damage or contamination. The diagnostic event log showed errors that occur together, indicating a spi bus failure (e/c 1106, 1107, 1007, 1110, 110e, 110f, 1113, 1102, 1104, 1105, 1118, 1127, 111b, 1115, 1101, 111a, 100b, 1218). The clock was reset several times, pointing to a spi bus failure as well. The spi bus is an internal communication link between the cpu (central processing unit) and the gas delivery system. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition. The customer returned cpu board was installed in a test ventilator. No errors occurred during the tests. No failure was found. The root cause for the customer's report of unit did not start up when the unit was initially started, and backup alarm occurred could not be determined.

Manufacturer narrative:
Device evaluation: the v60 unit was received at the international service center for evaluation. The reported complaint was confirmed. Only when the unit was initially started, the unit did not start up and backup alarm occurred. Cpu pcba (central processing unit printed circuit board) was determined to be faulty. Customer approval on estimate is awaited, so when the repair will be completed is unknown. (B)(4).

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported that the v60 vent was being attempted to be started up on ac power to perform a run-in test, but it did not start. An alarm occurred, the detail of the alarm is unknown. There was no patient involvement.